Event description:
A report was received that the patient underwent an explant due to infection at ipg and leads site. The symptoms were redness, swelling and drainage. The patient was given oral antibiotics and the physician believes the infection is procedure related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial: (B)(4). Description: linear 3-6 lead, 50cm model: sc-2366-70, serial: (B)(4). Description: linear 3-6 lead, 70cm, model:sc-4316, lot number: 14649943. Description: next generation anchor kit-sterile explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.